Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. On (B)(6) 2021, the patient was hospitalized. The duopa therapy was interrupted due to stoma site infection. The patient was treated with antibiotics iesef and flagly. On (B)(6) 2021, the peg-j tube was removed and duopa was discontinued.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for the replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed stoma site infection. The patient was treated with unknown oral antibiotic with effect.